Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02253 and 1825034-2013-02139).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. A review of invoice history confirms that total hip arthroplasty procedure occurred on (B)(6) 2000. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2011 due to dislocation. The operative notes confirm that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. Additional information received in the patient's revision operative report noted the procedure on (B)(6) 2011 was a closed reduction, however the patient was revised on (B)(6) 2011. The reason for revision was dislocation and suspected metal on metal reaction. Operative report further noted some bone loss around the acetabulum.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations revision procedure due to personal injury. A review of invoice history confirms that total hip arthroplasty procedure occurred on (B)(6) 2000. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2011, due to dislocation. The operative notes confirm that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.